Event description:
The advocate stated the customer's blood glucose was tested on 2 contour meters and the readings were "hi" and 157mg/dl. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The strips were returned and tested by qa. They gave e11 and "hi" results on all samples. E11 indicates exposure to moisture which usually causes high results.

Manufacturer narrative:
The initial reporter information was not provided.